Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for delivery system and/or guidewire pushed into ventricular wall was confirmed with other empirical evidence by the information provided by edwards clinical specialist. No imaging was provided to support investigation and no manufacturing non-conformities were identified in the information provided. Available information suggests that patient factors may have contributed to the reported event. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque valve in tricuspid position where it was reported the safari wire was placed using a competitor's steerable sheath and no pigtail was used during wire placement. There was no difficulty with delivery system insertion through ivc, but during delivery system crossing, the patient became hypotensive and instable immediately after a noticeable flip of the wire curl was seen on fluoro. Once it was seen, the wire was immediately pulled back. The structural heart team quickly saw that the patient had a pericardial effusion. 400-500ml of blood was drawn out of the pericardial sack without attaining patient stability. The decision was made to open the patient and repair immediately. A semi-rigid mc annuloplasty ring was placed in the tricuspid valve (it was noted that the tissue was "falling apart" and it was "challenging to implant the semi-rigid mc annuloplasty ring"). The 2-3cm hole was along the free wall; it was not directly in the rv apex, and was fixed surgically. The surgery was successful and the patient didn't lose perfusion to vital organs during their instability. The patient is currently recovering in the hospital. Further investigation confirmed that the patient was on chronic steroid use and the tissue was noted to be friable. The interventional cardiologist expressed that the steroid use definitely had a factor in tissue friability.